Event description:
During a site visit, shorts between electrodes were noted on several electrodes. Reimplantation is being considered; however, no decision has been made. The patient will continue to be monitored by the site.